Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 11500a23 implanted in the aortic position was explanted after an implant duration of 10 days for unknown reason. A 21mm surgical valve was implanted in replacement.

Manufacturer narrative:
Added information to section b5, h6 (health effect - clinical code), h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patients own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. A device history record (DHR) review identified no relevant non-conformances. Additionally, a lot history review was performed, and no similar complaints were found that may suggest that the reported event was the result of a manufacturing nonconformance. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient and/or procedural factors.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Per the report received from australia, it was learnt that this valve model 11500a23 implanted in the aortic position was explanted from a 42-year-old patient after an implant duration of 10 days due to an infection. Patient was noted to be affected by congenital gerbode defect. As reported, patient presented with heart failure. Another 21mm surgical valve was successfully implanted in replacement. Patient was discharged home after the surgery.